Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The initial medwatch reported the establishment where the incident occurred as "west coast clinics brunsbüttel and heide ggmbh in germany"; however, the event was discovered internally upon evaluation of the device at olympus. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined; however, it is likely that user handling may have contributed to the channel contamination. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk the foreign material would remain in the channel even if the reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone ¿ based lubricants are non ¿ water soluble and thus not recommended for use by olympus. Olympus does not recommend the use of simethicone and the instructions for use state: "nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope: additionally, the device was evaluated where additional potential adverse event(s) were/was confirmed where a burn was discovered on the plastic distal end cover. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that when high-energy endo therapy accessory is used without ensuring a sufficient distance from distal end, the event may occur. However, despite three attempts to obtain additional information, no information whether the user used high-energy endo therapy accessory was obtained from the user. Therefore, olympus could not determine the cause. The burn event can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): operation manual preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual using endotherapy accessories high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.